Event description:
Customer reported that 2 donors tested negative with immucor anti-e (monoclonal), series 1. Results were negative after 5 minutes incubation at 37c and after 15 minutes incubation. Donor units were sent to their client, who performed antigen confirmation on the units using gammaclone anti-e (monoclonal blend) and got 3+ reactivity on one donor and 2+ reactivity on the other. Customer states they performed repeat testing using immucor anti-e, series 1, lot 5p7614l and got negative reactions after 5 minutes and 15 minutes incubation at 37c, and (1+) recativity after 30 minutes on one donor. Reactivity (1+) was observed after 15 minutes incubation at 37c on the other donor. No medical action taken as a result of the unexpected negative reaction.